Manufacturer narrative:
The investigation is still ongoing.

Event description:
As reported by an edwards italy affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, when pushing the commander delivery system with crimped valve to exit the esheath+, a lot of resistance was felt. Despite the resistance, the valve was successfully implanted. At the end of the procedure, when the esheath+ was removed from the patient, the distal part of the esheath+ was lacerated. The procedure ended successfully, without consequences for the patient. Per images provided, the esheath+ distal tip was torn.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the device was provided by the site, and the following was observed: the distal tip was torn, there was a strand on the blue portion at the distal end, and scratches along the device. The liner observed expanded. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The reported event for distal tip torn' was confirmed based on the evaluation of provided imagery. Available information suggests that procedural factors (variability in tip expansion) and patient factors (calcification) likely contributed to the event. This imaging observations of tip expansion variability may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. The reported event of resistance between system components was confirmed based on the evaluation of provided imagery. Available information suggests that procedural factors (high push force) likely contributed to the event. High push forces applied to overcome resistance during system advancement can contribute to tip tearing and subject it towards separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.